Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that there was a femoral intra aortic balloon (iab) in place and the physician had just placed an axillary intra aortic balloon. When comparing pressure indices between the balloons, the numbers correlated when both consoles were pumping. When the femoral balloon was in standby, the axillary balloon pump and indices were much lower. There was no patient harm or ijury reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint ID#(B)(4).

Event description:
N/a